Event description:
Facility alleges pt had a reaction on a fist use of dialyzer. Pt complained of back pain, headache, and shortness of breath. Symptoms subsided when treatment was discontinued. This was a wetpack dialyzer.